Manufacturer narrative:
Product ID: 3487a-56, lot# v741665, implanted: (B)(6) 2011, product type: lead; product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that 2 contacts had out of range impedances and were not being used for programming. They added that the cause of the issue was unknown. The hcp indicated that no further actions were needed to resolve the issue, as the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot#: v741665, implanted: (B)(6) 2011, product type: lead. Product ID: 3778-75, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(4), ubd: 02-jun-2015, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 22-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for degenerative disc disease. The patient reported that they are getting ready to discuss implantable neurostimulator (ins) replacement since it will be 9 years since having the ins in (B)(6) 2020. They added that they found out at their healthcare provider office 2 months ago that ¿some selections are not working properly.¿ it was noted that the patient was referring to their leads. The patient wanted to know if the entire unit would need to be replaced to do this issue, or just the ins. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.